Event description:
New information received indicated that programming changes were made but pause episodes due to undersensing were still noted. No further intervention was performed but programming changes were discussed. The patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Upon review of the transmission, it was seen that the implantable cardiac monitor was having false pause episodes due to undersensing. No changes have been made to correct the issue, but programming changes were discussed. No patient symptoms were reported.